Event description:
Overdelivery in pt resulting in a whole syringe of fentanyl and marcaine solution being delivered to the pt in one hour instead of 2.5 hours. Pt had symptoms of toxicity-tremor, feeling of doom, etc. Next dose syringe was withheld due to toxicity. The pt recovered.